Manufacturer narrative:
On 09/25/2018 - the consumer accepted a replacement product and will not send the product to the manufacturer. Therefore, an investigation will not take place.

Event description:
On 9/4/2018 - the consumer claims that the glass on the product shattered when stepping on the product. The consumer has accepted a replacement.